Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient revised to address elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 11/16/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, metallosis and difficulty ambulating.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the metal head and liner product/lot combination(s) since release for distribution. Product/lot information is not known for the femoral stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint description: patient revised to address elevated metal ion levels. Update rec¿d 11/16/2016: litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from pain, discomfort, metallosis and difficulty ambulating. There is no new information that would change the existing MDR decision. Complaint was updated 11/30/2016. Update 03/10/2017: pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision notes reported heterotopic bone anteriorly. Metal ion levels provided were at non-reportable levels. The complaint was updated on: 03/31/2017. Investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the metal head and liner product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Product/lot information is not known for the femoral stem. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. Investigation summary: patient revised to address elevated metal ion levels. Doi: unk; dor: (B)(6) 2016 (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the metal head and liner product/lot combination(s) since release for distribution. Product/lot information is not known for the femoral stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision notes reported heterotopic bone anteriorly. Metal ion levels provided were at non-reportable levels. Part/lot numbers provided for stem. The complaint was updated on: 03/31/2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Added revision hospital, law firm, report source, patient codes, associated contact.